Event description:
Information received indicates the caster would lock into brake but would continue to swivel.

Manufacturer narrative:
The technician replaced the brake caster to repair the stretcher.